Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a compromised insulation cable observed in spd with 4x magnification. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the image shows damage to the conductor wire insulation. There may be missing pieces of the insulation, it¿s not super clear in the image.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the image shows damage to the conductor wire insulation. There may be missing pieces of the insulation, it¿s not super clear in the image.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire within. The instrument failed the electrical continuity test. The wire was fully broken, and the conduct wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Probable root cause of broken conductor wire is attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove. Intuitive (isi) followed up with the initial reporter and obtained the following additional information: customer reported that the damage was first observed in sterilization processing department (spd) per the RMA, where insulation over the black conductor wire was damaged, exposing the conductor wire and raising concern about whether the instrument was safe for future use. The cable itself remained intact (not broken in half), and no thermal damage was seen at the insulation damage site even under 4x magnification. The procedure was completed with the same instrument, and per the RMA, the damage did not result in any fragment falling inside the patient¿s anatomy. The instrument has already been returned to isi under an RMA for evaluation; availability of photos or video was not specified.

Event description:
Refer to h11 for follow-up information.